Event description:
It was reported that the control-iq system was not adjusting insulin delivery as expected. This issue led to the customer's blood glucose (bg) level being in the range of 48-58 mg/dl. Customer addressed low bg by consuming sugar. Tandem technical support educated the customer on how the control-iq technology predicts glucose values and adjusts insulin delivery based on continuous glucose monitoring and weight information. The customer understood the explanation and acknowledged understanding, although they did not agree that control-iq was functioning as intended.